Event description:
A physician reported that following the procedure patient developed retinal tear and was treated with cryo (unspecified) laser and gas bubble after their one month visit. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided by the reporter for further investigation. The report stated the patient developed a retinal tear after their one month check. No information was provided for the cause. The healthcare professional (hcp) has not responded to requests for more information. The manufacturer internal reference number is: (B)(4).